Manufacturer narrative:
Freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using application (iphone 13, ios 16.2, 2.8.1.6120) and successfully received glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 13 ios operating system version 16.1.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and seizure. Customer received hcp treatment of intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an iphone 13 ios operating system version 16.1.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and seizure. Customer received hcp treatment of intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Correction submitted for the following fields: d1 brand name changed to freestyle libre 2, d2a common device name changed to flash glucose monitoring system, d2b procode changed to qlg, d4 model number changed to 71926-01. G4 changed to k201761.

Event description:
An alarm issue was reported with the adc device in use with an iphone 13 ios operating system version 16.1.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and seizure. Customer received hcp treatment of intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.